Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and a damaged remote dose connector. The device passed accuracy testing. Functional testing was unable to verify or duplicate an unknown issue; however, the dso seal and remote dose connector were damaged and replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device was returned for repair for an unknown issue. There was unknown patient involvement.